Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lens glue was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope had a hole at the distal end. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation h3: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a chipped adhesive at the light guide cover lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.